Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record identified no repairs related to the reported event. The product met the applicable acceptance criteria; therefore complaint history review and review of the manufacturing records were not performed. With given information, a definitive root cause cannot be determined as the event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the handpiece has suddenly stopped. After tapping, it turned on and for a short period of time smoke was noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.